Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer declined replacement product. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back fasting blood tests of 381 and 181 mg/dl. The customer's expected fasting blood glucose test result range 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer refused to provide further information and stated she did not want a replacement meter. The customer hung up and attempted to call twice and no answer. The customer did not provide her address. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 10/26/2017 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history. Customer did not provide a return address and can not send a return envelope.